Event description:
It was reported that an asymptomatic patient was seen in clinic for follow-up. The pulse generator exhibited backup vvi operation. After a device download, normal device function resumed.

Manufacturer narrative:
UDI (di): (B)(4).